Manufacturer narrative:
Although requested, additional information was not received and the device was not returned for evaluation. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
Reportedly, a posterior capsule tear was observed during implant. The iol was removed and a three piece lens was implanted. Additional information was requested but not received.